Event description:
It was reported that the pt underwent a hysterectomy in 2008. During the procedure, the device was working, then it started clicking and would not cut. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Blade does not cut - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.